Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the ict tubing #14 connection on the architect c8000 was leaking and a user was splashed in the eye. It was reported that an obstruction noted in the tubing, which has now been cleaned. The user flushed out her eye and there was no further impact to user safety reported.

Event description:
The customer reported that the ict tubing #14 connection on the architect c8000 was leaking and a user was splashed in the eye. It was reported that an obstruction noted in the tubing, which has now been cleaned. The user flushed out her eye and there was no further impact to user safety reported.

Manufacturer narrative:
The architect c8000 serial number (B)(6)was inspected due to ict to 1ml syringe tubing (rohs) leaking. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the ict to 1ml syringe tubing (rohs) and d further review found no similar issues for splashing as described in this complaint. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the ict to 1ml syringe tubing (rohs). A labeling review determined product labeling addresses customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect c8000 serial number (B)(6)or ict to 1ml syringe tubing (rohs).